Event description:
It was reported that noise was detected, which was reproducible with arm movement. Oversensing and low impedance was also indicated. The lead was capped and replaced. No patient complications were reported as a result of this event.